Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event opened during the investigation of (B)(4). A visual inspection of the device identified that there was damage to the central processing unit (cpu) board. A service history review revealed no previous service events were related to the reported condition. The device was swapped, as there were no parts available at the time to repair the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump¿s central processing unit was damaged. Additional information is not available.